Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the patient aspirated during the implant and stopped breathing. The rep reported that the event occurred before they were closing the incisions and finishing the implant. The patient had to be rolled to their back and intubated. The rep reported that the healthcare provider (hcp) disconnected the battery and then they rolled the patient to a gurney to intubate. The rep reported that after the patient was stabilized, they placed the patient again face down on the table, so we could finish the implant. The rep reported that the hcp determined that the leads were contaminated, so we removed the newly implanted leads and replaced with new leads. The rep reported that the ins remained sterile throughout the process, so it didn't need replacing. The rep reported that the wounds were not fully closed and the leads were not fully covered when the patient was rolled over to be intubated causing contamination of the leads. The rep reported that the patient most likely aspirated because they had not fasted for the appropriate amount of time prior to the procedure. The rep reported that the patient was doing well and there were not further complications. The issue was resolved at the time of this report. No further complications were reported.